Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). As per the investigation procedure, creases, particles and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.